Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced leg pain. The physician brought the patient in for surgery and noticed significant lead migration. The device was removed and the patient recovered without sequelae.